Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled a new cartridge with 300 units and a minimum fill message occurred. The customer added insulin to the cartridge and the contact reported that the cartridge leaked from the bottom. A new cartridge was filled with 300 units and this new cartridge leaked from the bottom. A new cartridge was successfully loaded to address the events. The customer's blood glucose level was 140 mg/dl.